Manufacturer narrative:
Concomitant medical products: 2290 pacing system analyzer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer handle was broken and it had a noisy EKG. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the programmer passed functional testing with no anomalies found. It was noted that the handle was broken.